Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated heavy calcification on leaflets 2 and 3, wireform intact, and commissure 3 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm near commissure 2, and leaflets 2 and 3 by approximately 9mm near commissure 3 on the outflow aspect. Host tissue and calcification restricted leaflet mobility and led to stenosis. The sewing ring was cut near commissure 2. The device was returned to edwards for evaluation. Customer report of stenosis and fused leaflets was confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Device evaluation also found presence of host tissue overgrowth encroached onto the tissue and stent circumference of valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Based on the information received calcification and host tissue restricted leaflet mobility and led to stenosis. Patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the 29mm mitral valve was explanted due to severe mitral stenosis secondary to structural valve deterioration. It was learned the 29mm valve had two (2) leaflets which were completely fused, and the third leaflet was the only mobile one. The explanted device was replaced with a 29mm mitral bioprosthetic valve. It was reported the patient became hypertensive so an intra-aortic balloon pump was placed. The patient was taken to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm mitral bioprosthetic valve was explanted after an implant duration of nine (9) years, ten (10) months, twelve (12) days, due to structural valve deterioration. The device was replaced with another bioprosthetic valve. No further information was provided.